Event description:
Additional information received indicated physician suspects there is an infection at the ipg site. Patient was prescribed antibiotics and is to follow-up with physician. Physician indicated surgical intervention to explant the device may take place.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has a one inch portion of the ipg incision that is oozing fluid. The patient denied redness, swelling or fever.

Event description:
Additional information indicated the patient was prescribed antibiotics and is doing fine.